Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 inappropriate shocks due to apparent supraventricular tachycardia (svt) in an episode in two separate episodes. Technical services (ts) recommended adjusting the device programing. No additional adverse patient effects were reported. Product remains in service.